Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, r3 cup was implanted by the doctors. The doctors were about to install the liner. But the difficulties arose with the insert installing . It was possible to install it only on the 10th try. The doctors cleaned the wound repeatedly, checked the cup for possible particles presence obstructing the implantation. Nothing interfered with the implantation of the liner. There was a delay greater that 30 minutes reported. There was no injury reported. The procedure was finished with the same device. The patient outcome is unknown.